Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer's cause of death was a prolonged diabetes and renal failure. The daughter stated that the doctor told her the customer had two amputations and customer got the therapy too late. It was also stated that the customer had too many complications before started using the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.